Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. The eccentric stenosed target lesion was located in the moderately calcified mid left anterior descending artery. After pre dilatation, a 3.00x20mm promus element drug-eluting stent was advanced but resistance was encountered. The device was removed from the patient and dilatation was performed again with an unspecified balloon catheter. Upon advancing to the target lesion, the device was unable to cross the lesion due to resistance. They removed the device from the patient and the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).